Event description:
Procedure performed: laparoscopic thoracic case: event description: during a laparoscopic thoracic procedure, 2 pieces of the trocar broke off inside of the patient. They were able to remove the 2 pieces of plastic. Note from the physician about the performing physician: the surgeon is fairly new to the procedure so it could be user error. The product is expected to return. Type of intervention: replaced with another trocar to finish. Patient status: patient is fine.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a cannula shaft fracture. The wall thickness of the cannula shaft near the fracture was measured and did not meet specification. Based on the condition of the returned unit, it is likely that the reported event was due to uneven wall thickness of the cannula which could cause the cannula to be more susceptible to fracture. It is possible that the cannula placement during the procedure was made it more susceptible to fracture during device manipulation. A historical trend analysis and review of production records was performed and no relevant documentations were identified.

Event description:
Procedure performed: laparoscopic thoracic case. Event description: during a laparoscopic thoracic procedure, 2 pieces of the trocar broke off inside of the patient. They were able to remove the 2 pieces of plastic. Note from the physician about the performing physician: the surgeon is fairly new to the procedure so it could be user error. The product is expected to return. Type of intervention: replaced with another trocar to finish. Patient status: patient is fine.